Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an iab catheter rupture occur and there was a possibility of blood back. No patient harm, serious injury or adverse event was reported. Related to iab trackwise (B)(4).

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d4(version or model #, catalog #unique identifier (UDI) #), h3, h6(medical device ¿ problem code) additonal information: e1(event site postal code: (B)(6)) a getinge field service engineer evaluated the unit and resolved the issue by replacing d997-00-1178 pneumatic module assy, rohs. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use.